Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. She stated that the blank display occurred while the customer was in the hospital. She explained that the customer was hospitalized for peripheral arterial disease. Customer's blood glucose value was 165 mg/dl. During troubleshooting, it was stated that the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.